Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had a "pump flow blocked" error message. Device was sent for repair. There was no patient involvement in the event.